Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim #(B)(4).

Manufacturer narrative:
Corrected data: d4 - expiration date: 28-feb-2026.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk. (B)(4)

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -13.00/4.50/093 (sphere/cylinder/axis), implantable collamer lens tore during loading lens for delivery into the patient's left eye (os) on (B)(6) 2023. Replacement lens implanted intraoperatively on (B)(6) 2023. This resolved the problem.